Event description:
It was reported that a patient underwent an unknown spinal procedure. It was noted that at an unknown time post-op, it was reported that the cage migrated and the patient complained of radicular pain. The patient underwent a revision surgery a new cage was placed.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # 2991432, product code max was cleared in the united states. This part is not approved for use in the united states; however, a like device catalog # 2991432, 510k # k073291, was cleared in the united states.